Event description:
It was reported that intermittent occlusion alarms occurred. . There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl, and the cgm did not read ¿high.¿ multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.